Event description:
I feel the ihealth tests are not accurate. I started to have covid symptoms (B)(6) 2022 took an ihealth antigen rapid test at home on (B)(6) 2022 the test came back neg. On (B)(6) 2022 I took another at home test by quickvue it came back positive. For work reason since in healthcare I had to go and get a pcr test done and it was positive. On (B)(6) 2022, I wanted to see of I would show up positive on the ihealth antigen test so I took one and the test shows up invalid. FDA safety report ID# (B)(4).